Manufacturer narrative:
The local dräger s&s organization was not involved in the follow-up activities since the user facility performs maintenance and repair activities on own behalf and responsibility. Dräger contacted the hospital to obtain further information; it was reported that the device is back in use after exchange of an occluded inlet filter of the vacuum pump. With this information the reported event can be reconstructed as follows: the auxiliary vacuum pressure is needed to operate the valves in the cosy and to keep the ventilator diaphragm in place during piston movement. The system effect of an occluded inlet filter for the vacuum pump is that the pump cannot build-up the necessary pressure upon which the system reacts with a shutdown of automatic ventilation and generation of a corresponding alarm. It is recommended by dräger to check the workstation in regular intervals. Inspection of the inlet filter and replacement based upon visual appearance are part of the service and maintenance procedure. Similar cases are known in isolated numbers and their investigation mostly revealed that the maintenance recommendations were not followed. It is seen likely that this explanation applies for the particular case as well.

Event description:
It was reported that a ventilator failure occurred during use. There was no detail in the report which would reasonably suggest that patient consequences may have occurred.